Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was not able to be identified with wand. The battery status was a possible explanation as the device has been implanted for several years. The pacemaker remains in service. No adverse patient effects were reported.